Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular dysfunction. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Requests for additional information are currently in progress. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable at this time. If any new information is received, a supplemental report will be submitted accordingly. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this (B)(6) y-o lady with a bioprosthetic aortic valve, implanted for 12 years and 9 months, underwent a valve-in-valve procedure. The failure mode of the pre-existing surgical valve was not provided. A tavr was successfully performed with an edwards transcatheter valve. No other details have been provided.

Manufacturer narrative:
Corrected data: f10,h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that this (B)(6) lady with a bioprosthetic aortic valve, implanted for 12 years and 9 months, underwent a valve-in-valve procedure due to calcific degeneration leading to a mix of regurgitation and mainly stenosis. A tavr was successfully performed with an edwards transcatheter valve. The procedure was noted to be good. Patient outcome was uneventful.